Event description:
IT WAS REPORTED TO BOSTON SCIENTIFIC CORPORATION THAT A MICROKNIFE XL WAS ATTEMPTED TO BE USED DURING AN ENDOSCOPIC SPHINCTEROTOMY (EST) PROCEDURE PERFORMED ON (B)(6) 2026. DURING THE PROCEDURE, IT WAS REPORTED THAT NEEDLE WAS BENT. THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. NO FURTHER INFORMATION HAS BEEN OBTAINED DESPITE GOOD FAITH EFFORTS. THERE WERE NO PATIENT COMPLICATIONS REPORTED AS A RESULT OF THIS EVENT AND PATIENT'S CONDITION AT THE CONCLUSION OF THE PROCEDURE WAS REPORTED TO BE FINE.

Manufacturer narrative:
BLOCK H6: IMDRF DEVICE CODE A040601 CAPTURES THE REPORTABLE EVENT OF CUTTING WIRE KINKED. BLOCK H11: INVESTIGATION RESULTS - AT THIS TIME THE DEVICE IS CURRENTLY UNDERGOING TECHNICAL ANALYSIS. THE INVESTIGATION IS NOT YET COMPLETE. A SUPPLEMENTAL REPORT WILL BE SUBMITTED ONCE THE RESULTS ARE AVAILABLE.

Event description:
It was reported to Boston Scientific Corporation that a MicroKnife XL was attempted to be used during an Endoscopic Sphincterotomy (EST) procedure performed on (b)(6) 2026.During the procedure, it was reported that needle was bent. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts.There were no patient complications reported as a result of this event and patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block H6: IMDRF Device Code A040601 captures the reportable event of cutting wire kinked.Block H11: (Investigation Result)The returned MicroKnife XL was analyzed, and a visual and microscopic evaluation noted without any visible problem and the cutting wire was not kinked. No other problems with the device were noted. With all the available information, Boston Scientific concludes that the reported event of cutting wire kinked was not confirmed. Upon analysis, it was found that the returned device did not have any visible problem. The device did not show evidence of the alleged problem or any damage that could have contributed to the event reported. Based on all gathered information, the most probable root cause is No Problem Detected.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.A Similar Complaint Review was completed. There were no emerging trends identified that warrant further action.